Event description:
Patient contacted dexcom technical support on (B)(6) 2014 and claimed that on (B)(6) 2014 patient experienced intermittent audio output. Patient stated he had a low and crashed his car. Patient recalls hearing 1 low alert but does not remember a second alert. Patient was talking to someone in a store when he saw he was low, but had nothing to eat. He then got in his car and started driving. The next thing he knew he had crashed. Emt opened the car door, gave him a glucose tube to eat, and tested his blood glucose level. Patient does not remember the number but he thinks it was 40. Patient was then transported to the hospital. This was around the time the patient had just changed insulin so he was adjusting to the new insulin. Receiver had light moisture damage. Dexcom has issued an rga for patient to return device to be investigated.